Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-bsc right atrial (ra) lead exhibited respiratory rate trend (rrt) oversensing and high out of range pace impedance measurements ranging from 600 ohms to greater than 3,000 ohms. (Ts) discussed possible spring connector issue, and suggested programming and troubleshooting options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "describe event or problem" field for more information regarding the specific circumstances of this event. The mv sensor is automatically disabled for tachycardia devices within a few seconds of detecting mv sensor oversensing. Therefore, oversensing of the mv sensor signal in icds and crt-ds will not result in inappropriate tachycardia therapy, injury, or life-threatening harm. Intermittent pace impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-bsc right atrial (ra) lead exhibited respiratory rate trend (rrt) oversensing and high out of range pace impedance measurements ranging from 600 ohms to greater than 3,000 ohms. (Ts) discussed possible spring connector issue, and suggested programming and troubleshooting options. No adverse patient effects were reported. The device remains in service.